Event description:
It was reported that the pt underwent a spinal procedure, at t9-l4 using autograft with posterior fixation. The set screw at t10 on the left side backed out and the screws at t9 and t10 had loosened approx four months post-op. A revision surgery was performed approx four months post op to replace the screws.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.